Event description:
It was reported that the insulin pump was cracked and that it had not been dropped or bumped and that there was no car accident. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip.